Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the cutters were confirmed to produce and incomplete mesh.; however, the repair was not completed because the cutters were damaged and not repairable. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that there was an incomplete mesh. The living legacy foundation/lifecell corporation is a cadaver skin bank that uses the device(s) on previously recovered cadaver skin. Therefore, there is no patient involvement and therefore no harm or delay in any surgical procedure. Evaluation of this cutter later revealed that it did not pass the cut test. No adverse event was reported as a result of this malfunction.